Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Additional 510(k)#s that also apply to this complaint: k160533; k161523.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian vein using an indigo system catd aspiration catheter (catd). It was reported the patient¿s anatomy was tortuous. During the procedure, the physician advanced the catd through a non-penumbra sheath and over a guidewire. While advancing the catd through a tortuous tight area of the target vessel, the physician experienced resistance, and the distal end of the catd kinked; therefore, the catd was removed. The procedure was completed using another catd and the same sheath and guidewire. There was no report of an adverse effect to the patient.